Event description:
The power injector that we used sprayed contrast all over the patient, physician, and staff involved in the case. The syringe at the time was filled with contrast and some blood. The syringe ref # is 77-150269 lot # im079-1112. The power injector also was reported to bio-med to be looked at that same day. All staff were wearing protective equipment, gloves, and eye protection. There was no exposure of blood/body fluids to anyone in the room. The staff and physician involved in the case are very experienced with this procedure and equipment. There were no visual defects to any piece of equipment in use prior to the event and no indications that the device would malfunction. Staff report that this has happened at least twice before. No other information from the previous experiences is available. There was no harm to the patient, staff, or physician in this case. Per biomed review: talked to cath lab staff and got defective syringe, decontaminated syringe and inspected. Discovered defective threads on syringe that could compromise the security of the line set to the syringe. Unable to determine whether threads were compromised due to manufacting defect or incorrect use. Verified that injector set pressure was with in specified accuracy.syringe and packaging involved in this event were discarded and are not available.